Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy¿ stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that a stent strut was damaged. The device was completely removed and the procedure was completed with another 3.00 x 32 synergy¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the mid-proximal section of the stent; stent struts had been stretched in a proximal direction along the balloon. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that a stent strut was damaged. The device was completely removed and the procedure was completed with another 3.00 x 32 synergy stent. No patient complications were reported and the patient's status was fine.